Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that she had a bacterial infection at the time of the event. Also found that the customer may have accidentally changed the insulin pump settings. Nothing further was reported.